Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the leadless implantable pulse generator (ipg) was placed during the implant procedure, there were very few atrial mechanical (am) markers before there were no am markers. It was further reported that p waves could not be seen on the electrocardiogram (ECG). Several different electrode locations were tried but p waves still could not be seen. The patient was then moved to the intensive care unit (ICU). It was also reported that the patient had paced beats with widening qrs complexes before the patient went asystolic. Non-capture was also noted. Cardiopulmonary resuscitation (CPR) was performed. About an hour and a half after the leadless ipg implant procedure, the patient coded and passed away.